Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was reported that the patient underwent mesh excision (B)(6) 2011 and (B)(6) 2012 due to mesh erosion. It was reported that patient underwent mesh revision surgeries by implanting surgeon on (B)(6) 2011. It was reported that following insertion the patient experienced a vaginal pain, incontinence and bowels problems. It was reported that the patient underwent implantation of cook supra pubic on (B)(6) 2011.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh excision (B)(6) 2011 and (B)(6) 2012 due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05286 and medwatch 2210968-2012-05287. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. Additional narrative: it was reported that patient underwent mesh revision surgeries by the implanting surgeon on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cook supra pubic mesh due to sui. It was reported that following insertion the patient experienced a vaginal pain, incontinence and bowels problems. It was reported that the patient underwent implantation of cook supra pubic on (B)(6) 2011. (B)(4).